Manufacturer narrative:
(B)(4). The incident sample has been requested, but to date has not been received for eval. If the sample is received, or if additional info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that a pt was burned at the pad site during a plastic surgery procedure. The pad had been placed on the pt's left lateral thigh. The injury was described as raised skin, purple and pink in color. The type of treatment was not reported. The customer would not release pt info.